Event description:
It was reported that episodes of noise reversion were present via merlin.net transmission. In clinic, the noise was not reproducible. The ventricular lead remained implanted and the patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.